Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the display of the unit went blank while the device was still ventilating. At a later point the device shut down by itself. No patient injury was reported.